Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level (bg) was impacted (369 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.